Event description:
It was reported that the pt was experiencing pain. The hcp suspected that there may be a tiny granuloma at the tip of the catheter. The pump was programmed to deliver 20 mg/ml of dilaudid. Add'l info has been requested, a follow-up report will be submitted if add'l info becomes available.